Event description:
According to the reporter, intra-operatively of a procedure for laparotomy gastrointestinal stromal tumors (gist), during gastrectomy, when we tried to clamp the tissue and fire, we pressed the green button, but it did not respond. Additionally, it became impossible to open and close, articulate, or perform any other operation. The device was released from the tissue using the manual adapter tool. The operation was completed successfully with a manual stapler. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: c23abf1004); sigpshell, sig power sigpshell control shell (lot#: unknown); unknown egia su, unknown endo gia sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.